Event description:
Received medwatch report from the customer, according to the MDR report, 'during operation, a wire detached from the tip of the needle driver instrument while it was being used laparoscopically. It was unclear during surgery whether any wire fragments came loose in the patient's body cavity. The defect of this product resulted in the need for two intraoperative x-rays to verify no wire fragments were left behind.'

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one grip close cable was found to be broken at the distal idlers pulley. The idler pulley was able to spin freely, but it exhibited some damages on the edge and on the pulley's surface. The cable segment sticks out at wrist. Other cables at wrist were not damaged.